Event description:
During an in clinic follow up, oversensing due to myopotentials was observed on the device. Technical support was contacted and reprogramming was recommended. Reprogramming was performed to resolve the event. The patient was stable.